Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges that the when stopping the right brake will not grab.